Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully. The customer¿s blood glucose level remained within a normal range and did not exceed 500 mg/dl (27.7 mmol/l).